Event description:
Material: 306546 batch#: 4029109 it was reported by the customer that they have had 3-4 reports regarding bad plungers I have one sample in my office and looking at it the plunger is not seated securely in the black seal, not sure if the seal is large or the threads on the plunger are to small but something isn¿t engaged correctly because I can pull it out and push it back in easily " no reports of injury to the patient or healthcare provider required new syringe and delayed care briefly.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.